Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no readings on the dexcom g6. After inserting the sensor into her abdomen on (B)(6) 2021, the sensor would perform the 2-hour warm-up but would not display a value and would recycle through the 2-hour warm-up. A blood glucose (bg) value was not provided during the time of the event. The patient experienced an irregular heart rate, hematemesis, loss of consciousness, and a bg over 900 mg/dl. The patient regained consciousness in the ambulance during transportation to the hospital. At the time of the report, the patient was still in the hospital and receiving IV fluids and insulin. The patient was unable to recall many details from the event. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.